Manufacturer narrative:
The manufacturer conducted a documentary review and determined that the product meets its specifications based on this review. However, without the return of the product for a technical investigation, it is not possible to confirm the reported defect of "thrombosis." As a result, the complaint is classified as "no definitive conclusion, unverifiable" due to the lack of a returned product. The related risks have been identified in our risk analysis, and the occurrence rate is below the defined acceptable frequency. To ensure optimal complaint management, the return of the concerned product is crucial for a complete investigation.

Event description:
The below event description is from angiodynamics (patient's name has been removed for privacy): on or about (B)(6) 2020, the patient underwent placement of an angiodynamics xcela product, reference number (B)(4), lot number h965451030. The device was implanted by dr. (B)(6), m.d., at (B)(6) health system in (B)(6), for chemotherapy administration. On or about (B)(6) 2021, the patient presented to (B)(6) health system for an echocardiogram. During the procedure, a right atrial mass was found. The patient further underwent an ultrasound-guided puncture of the right femoral vein and an inferior vena cavogram. Her physicians speculated the right atrial mass was a thrombus related to the xcela port. Physicians attempted to remove the thrombus during the procedure but were unsuccessful after multiple attempts. On or about (B)(6) 2021, the patient underwent an unrelated procedure at barnes jewish hospital performed by dr. (B)(6). During the mass removal, dr. (B)(6) cut approximately 5 cm of the xcela catheter to prevent interference with the reconstructed area of the right atrium. On or about (B)(6) 2021, the patient presented herself to buchele surgical services to have her port removed by dr. (B)(6).